Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during testing of the vasoview hemopro 2 prior to a procedure; the harvester noticed that the jaws of the device would not close all the way. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed, no blood was observed. A visual inspection was conducted. The heater wire was deformed away from the hot jaw but remained attached at the tip, this failure was not reported by the account. A mechanical evaluation of the jaws was conducted. The device opened without difficulty, but failed to close completely due to the deformed heater wire. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during testing of the vasoview hemopro 2 prior to a procedure; the harvester noticed that the jaws of the device would not close all the way. A replacement device was used to complete the procedure. The hospital did not report any patient effects.